Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and mostly distributed in the market (B)(4) units of this code-batch. There are 8 units in our stock (blockage requested). We have received 17 closed samples and 10 opened for analysis. 5 of the open samples received are unused, with the needle detached from the thread and the thread is still wound on the pack. The other 5 open samples received contain a suture with the needle attached to the thread. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of all closed samples received and the results are: 0.89 kgf in average and 0.04 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). One of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia (ep). However, taking into account this unit and also the 5 open samples received with the needle detached from the thread and the thread is still wound on the pack, we consider that this complaint is confirmed. Reviewed the batch manufacturing record, there are no incidences related to this issue and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the product were 0,95 kgf in average and 0,84 kgf in minimum and fulfilled ep requirements. Final conclusion: taking into account that the samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that, in some threads the needle is not connected to the thread. There was no patient involvement.